Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01479. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date. Note: it is unknown which lead is causing ineffective stimulation as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s lead was explanted and replaced. Effective therapy was established.